Manufacturer narrative:
There were no reported malfunctions of the neptune rovers. The user facility reported that the rover canisters were cleaned and are no longer available for MFR evaluation. Pseudomonas is a common waste water contaminant. Neptune is a closed waste management system. The rover's function during procedures is to collect surgical fluid waste and transport the waste to a closed disposal device. Any pseudomonas present in this liquid waste would have been contained within the closed system. In addition, the rover is equipped with a hepa filter that removes 99.97% of 0.3 micrometer, or larger, particles from the air exhausted by the rover. Pseudomonas measures 0.5 to 0.8 micrometers by 1.5 to 3.0 micrometers, therefore, if pseudomonas were aerosolized, it would have been caught in the rover's hepa filter and not released into the environment. The IFU recommends that the rover be wiped down with general purpose disinfectant and users wear personal protective equipment when handling the unit. Therefore, barring a breach of the closed waste management system and assuming that the IFU recommendations were followed, the likelihood is remote that the neptune rover caused the alleged infections. For this model number, there have been zero complaints reported for this same alleged failure mode.

Event description:
It was alleged by the user facility that eighteen neptune rover canisters presented pseudomonas bacterial contamination on the inside and outside device surfaces. This condition was alleged by unk individual(s) during unk surgical procedure(s), however, it was reported that the procedure (sw) were completed using the same rover(s). It was further alleged that some pts developed infections, which resulted in extra hospital stays and antibiotic treatments. Multiple attempts to obtain add'l info from the user facility have been unsuccessful.